Event description:
It was reported that the customer was experiencing high blood glucose readings and having bent cannulas. Customer stated that when he has high blood glucose readings he often gets hungry, crabby and excessively goes to the bathroom. Customer stated that his blood glucose reading was 500 mg/dl and was treated with a bolus. The customer's blood glucose readings decreased to 400 mg/dl and to 193 mg/dl after a site change. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer also stated that couple times he has overcorrected for a snack and it does not show up in the history. Customer also stated that there have been instances where the customer boluses and the insulin pump record it. A no delivery alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.